Event description:
This lead was explanted and replaced due to dislodgement. When physician was cutting the suture sleeve he inadvertently cut the lead as well and could see damage to the insulation. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. During the visual inspection, cuts into the insulation (37 cm distal to the is-1 connector pin) were found, which most likely occurred during the surgery procedure. A thorough analysis of the lead did not show any deviations which might have led to the dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.